Manufacturer narrative:
Analysis was able to confirm the customer comment , the output connector assembly was broken. Analysis also confirmed that the hanger assembly was contaminated, the keypad was scratched, the lower case was contaminated, the main seal was pinched. One output connector nut was missing and one was contaminated. The epg has reached end of life and will not be repaired . If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was no patient involved in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector was damaged and the atrial connector was cracked on the external pulse generator (epg). No patient complications have been reported as a result of this event.